Event description:
A defective hand control caused the table to tilt to its limit towards the head end of the table, causing the pt to almost slide off the table. Personnel in the room prevented the pt from falling. No pt injury was reported.